Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is advanced into the mid nozzle and is advanced under the lens. The lens is advanced just past the lens bay. We are unable to determine the root cause for the reported complaint "the blue plunger missed the implant". Plunger underride was observed. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, on opening and on inserting into the eye, the blue plunger from the injector missed the implant. The implant progressed through the injection system and the implant became stuck to the injector. Additional information has been requested.